Event description:
A medtronic representative reported an inaccuracy in the imaging after completing 2 3d nav spins with the o-arm. The medtronic representative confirmed that the placement of the reference frame was correct. The surgeon opted to continue to use the stealthstation navigation system to complete the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Inaccuracy caused by device being out of calibration.